Event description:
It was reported via repair work order that the arm rest could not remain locked and stable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the arm rest could not remain locked and stable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the arm rests were loose and not locking due to the clamp bushings being removed from the unit.